Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not fill the short piece of the infusion set tubing during the load fill tubing sequence. Reportedly, customers bg level would increase to 200-300's after performing supply changes. Tandem technical support educated customer on the proper fill tubing process and that the short and long pieces are to be filled entirely during each load process.